Event description:
Discordant microalbumin (malb), enzymatic creatinine (ecrea), alkaline phosphatase (alpi), folate (fol), triiodothyronine, free (ft3), hdl cholesterol (hdlc), lactate dehydrogenase (ldi) and uric acid (urca) results were obtained on a multiple patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician. The samples were run on an alternate dimension vista instrument, resulting as expected. The corrected results were reported to the physician(s). Three patients were sent for further testing based on falsely elevated ecrea results. There are no reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
A customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the instrument's computer. The computer was configured and each method was calibrated. Quality controls (qc) were run, resulting within range. The cse preventively replaced the motor and the servo can board (cb 53). The cse also replaced reagent probes 1 and 2 due to a bend. Qc were rerun, resulting within range. The cause of the discordant results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The initial MDR 1226181-2015-00149 was filed on march 13, 2015. Additional information (05/11/2015): siemens healthcare diagnostics has identified the following two issues using dimension vista intelligent lab system software versions 3.6.1, 3.6.1_mu3p, and 3.6.1sp1. The first issue is that samples may stop processing without notification. The second issue, which can only occur on the dimension vista 1500 system, is unexpected results due to a timing issue that causes a reagent server to temporarily lose synchronization during the automatic removal of reagent cartridges from reagent server 2 to waste a container. In this scenario, incorrect reagent or no reagent delivery may occur. An urgent medical device correction (umdc) was sent to customers within the us in may 2015 and an urgent field safety notice (ufsn) was sent to customers outside the united states in may 2015. The umdc and ufsn are for the dimension vista 500 intelligent lab system and the dimension vista 1500 intelligent lab system and are entitled "information regarding vista software issues." The umdc/ufsn explain these issues and provide actions customers can take if they experience them. Siemens will be providing corrections for these issues in a future vista software version.